Manufacturer narrative:
Additional information was received that the physician checked the wound and the healing process is normal. The patient is doing well.

Event description:
A report was received that the patient has suture points that are coming out of the ipg site. Patient will discuss the situation with the physician.

Event description:
A report was received that the patient has suture points that are coming out of the ipg site. Patient will discuss the situation with the physician.